Event description:
It was reported while using an unspecified bd pen needle the cannula breaks and it is difficult to use. The following information was provided by the initial reporter: cannula end is broken and it gets stuck.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-10. H6: investigation summary: customer returned (1) used 31gx8mm bd pen needle without a cover or tear drop label attached. Consumer reported rear cannula end gets stuck. The returned pen needle was examined, and it was observed that the whole cannula was separated from the hub. No DHR review can be carried out as lot number is unknown. H3 other text : see h10.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while using an unspecified bd pen needle the cannula breaks and it is difficult to use. The following information was provided by the initial reporter: cannula end is broken and it gets stuck.